Manufacturer narrative:
(B)(4). It was received for analysis an empty opened foil and a needle-suture piece of product code y357h, lot peu128. Upon evaluation, a fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2020. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device peu128 batch number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent cesarean section on (B)(6) and suture was used. The tip of the needle broke off while suturing the peritoneum. The tip was located and removed easily from the patient at the time of the initial surgery without additional intervention. A like device was used to finish the procedure successfully. There was a delay in the procedure. No medical intervention was required. There were no adverse patient consequences reported.